Manufacturer narrative:
Calibration signals were within expectations. It was noted that qc was acceptable at the customer site, however, no qc data was provided. Precision test results were acceptable. No further data was provided by the customer for investigation. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned high results not matching the clinical picture for 1 patient tested for elecsys estradiol iii (estradiol iii) on a cobas 8000 e 602 module. On (B)(6)2021 the patient had an estradiol iii result of 644.70 pmol/l from the e602 module. This result was reported outside of the laboratory where the doctor questioned it. On (B)(6)2022 a new sample was obtained and the estradiol iii result from the e602 module was 610 pmol/l. This result was reported outside of the laboratory where it was questioned by the doctor. The sample was then tested by three other methods: the result from the siemens method was 75 pmol/l. The result from the abbott method was "<test." The result from the "bkm" (beckman) method was 0 pmol/l. The customer ran the patient¿s sample 3 times on the e602 module and received the same results. The actual results were not provided. The e602 module serial number was (B)(4).